Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be related to pre-existing patient anatomy (cleft). The reported recurrent mitral valve regurgitation (mr) was a cascading effect of the reported slda. The reported dyspnea was a cascading effect of the mr. Additionally, the reported patient effects of mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation; this device was implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 2-3 post procedure. There was no clinically significant delay. On (B)(6) 2025, single leaflet device attachment(slda) occurred from anterior leaflet. Per the physician, slda was due to pre-existing patient anatomy. Recurrent mr of grade 3 was reported along with dyspnea.